Event description:
During servicing of monitor returned for routine maintenance it was noted that the monitor would not perform a baseline. When the functional test was conducted the unit failed the digital I/o lines portion of the test. The most recent user did not report any problems with the monitor. No error flags were noted in the downloaded data.